Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and other chronic/interact pain (trunk/limbs). The patient reported that she had the ins implanted ¿where you charge and plug it in¿ in ¿2006 or after¿ and that on just didn¿t work for me.¿ the patient reported that they ¿re-did it.¿ no further complications were reported.